Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient observed a red call doctor icon on their communicator suggesting there was a potential impact to device therapy. No further information was able to be obtained after multiple attempts. At this time, this implantable cardioverter defibrillator remains in service. No adverse patient effects were reported.